Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot#: (B)(4), serial#:, implanted:, explanted:, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient had an endoscopy where their upper intestine was perforated on (B)(6) and patient was told that apparently the probes or wires got pushed way in or something got pushed way in and that it would have to be removed or replaced. Patient spoke about this with their managing physician after x-rays were taken. Patient thinks the doctor meant the lead was pushed way in but was not sure. Patient is in need of an MRI and the MRI facility is wanting to know if it is safe for patient to have. The patient was redirected to their healthcare provider to further address the issue. Revision is planned but not scheduled yet. Patient also has some "other issues going on but they aren't sure what's what". The doctor had patient do a bowel cleanse and they did not think it worked totally well. Additional information was received stating that an outbound call was made to the patient. Recommended patient discuss lead location with managing physician to determine MRI eligibility. No further complications were reported at this time.